Event description:
It was reported that there was intra-operative exhaustive impedances >3600 ohms. They were changing out the implantable neurostimulator (ins) and intra-op impedances were changing between all pairs 0 through 3 were >10k and then when they conducted impedances after trying to reconnect the extension to the ins, results showed 0/1 in normal range under 1000 ohms, 0/2 = 8900 ohms, 0/3 >10k and all other pairs still >10k. Impedances at 0.7v, all pairs 0 through 3 were >10k and pairs between 8, 9, 10 were normal range, and all pairs with #11 >10k. Impedances at 3v, all pairs 0 through 3 were >40k, pairs with #11 were >40k, and 8, 9, 10 were still normal range. No multi lead trialing cable (mltc) was available to test the lead separately and the patient did not consent for anything beyond replacing the ins. The manufacturing representative (rep) did not have any prior impedance or stimulation history of the patient, so it was unknown if there were any problems prior to that. It was noted that the patient had older leads. During post-op, impedances were showing >10k on all pairs with #3 and #11, 0/1 = 1603, 0/2 = 8958, 0/8 = 627, 0/9 = 918, 0/10 = 1013, and 0/11 => 10k. The patient was getting stimulation on 8-10 pairs, which corresponded to the patient¿s left side. But the patient needed stimulation on the right side of the body and the patient as not getting stimulation post-op on the right side yet. They would discuss with the doctor about need for further revision. It was later reported that the high impedance was mostly resolved soon after the surgery. There were still a couple of contacts that were showing high impedances but the rep programmed the patient around those and the patient was receiving good therapy. He had not heard from the patient so the rep was assuming that everything was still ok with the patient¿s therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3487a-33, lot# j0437295v, implanted: (B)(6) 2004, product type: lead. (B)(4).